Event description:
It was reported that customer had a crack on upper right hand corner of insulin pump. It was also reported that customer saw brown marks on dome label. Customer was advised that pump may be overheating and that it would need to be replaced. Customer did not wish to replace insulin pump. Customer's blood glucose was unk due to being at her mother's house and not having a meter available. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.